Event description:
The report indicated that the customer had gone to bed with a bg level of 141mg/dl. The next morning she "went to an exercise class" (she hadn't eaten or checked her bg levels first); after class, her bg levels "went up" (to 250mg/dl). She administered a correction bolus and 45 minutes later her levels had risen to greater than 500mg/dl. A second correction bolus was administered but her levels failed to lower. She checked the cannula, which "was out" and stated that she "could smell insulin." The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The pod has not been returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the time line provided in the report, it is unknown when the cannula became "dislodged" in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer recognized that the cannula was not inserted subcutaneously and immediately deactivated the pod.